Manufacturer narrative:
(B)(4). Visual inspection of the incident sample noted the tip was charred. The device was tested and found to function properly and within specifications. The device instructions for use warn that "buzzing the hemostats" (activating the device against a metal object) is not recommended and the hazards of such a practice cannot be eliminated. The IFU provides instructions to help minimize the risk.

Event description:
The customer reported that the surgeon activated the handpiece while it was up against a hemostat while being used in the abdominal cavity and it ignited with a small flame. The doctor blew the flame out. The device was exchanged and the case continued without incident. There was no harm to the patient.